Manufacturer narrative:
This report is being updated to provide investigation and additional information provided by the customer. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: do not apply force to the connector. The connector may be damaged. Conclusion: it is likely that excessive stresses were applied to the video connector terminals when inserting the scope, causing the terminals to buckle, resulting in the reported issue. It is highly likely to be user-induced. It is also possible that the pins wore out due to repeated insertion/removal of the scope since it has been nearly 10 years since the device was manufactured.

Event description:
New information reported by the customer (B)(6) 2021: the problems was identified prior to an unspecified diagnostic procedure. No other devices were involved in the event and there was no delay in the procedure. The procedure was completed with an alternate device. No other devices were replaced during the procedure.

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. Physical evaluation of the complaint device reveals: the user's report is confirmed. There was no image due to bent pins inside the video connector. The software version is out of date. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported while preparing a visera elite video system center for use, there were issues with the image when the camera was plugged in. It displayed either the color bars or a black image on the screen. There was no patient impact related to this occurrence.